Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france. It was reported that patient faced infusion leakage event on 30-april-2020. No further information available.